Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of dim lcd screen and had spots affecting the legibility of the display. The unit was triaged and the reported issue was confirmed. Printed circuit board assembly is damaged. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The enteral feeding unit was a back to stock unit with no reported issue. Upon triage on (B)(6) 2017 the service tech found the enteral feeding unit had a dim lcd screen and spots affecting the legibility of the display.